Manufacturer narrative:
The report of ¿unable to communicate¿ with ipg was confirmed. Analysis and review of the event details found that the root cause of the inability to communicate between the clinicians programmer and the returned implantable pulse generator was due to a stuck processor. The stuck processor was a result of the physician¿s usage of a monopolar electric scalpel to make more space (in the pocket) for the ipg during the implant procedure. There is guidance noted in the proclaim clinicians manual under electrosurgery concerning handling of the device. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that, during an implant procedure on (B)(6) 2022, the physician used a monopolar electric scalpel to make more space for the ipg, causing the ipg to lose communication with external devices and become inoperable. In turn, a new ipg was used to complete the case successfully.